Manufacturer narrative:
Product event summary: the data files and flexcath advance sheath, 4fc12 with lot number 24835, were returned and analyzed. The data files did not show any system notice or issue for the data of the reported event. Visual inspection of the sheath showed the device was intact with no apparent issue. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue of air ingress was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Event description:
It was reported that during a cryoablation procedure, air was exhibited in the sheath. Unsuccessful attempts were made to remove the air during aspiration. The sheath was replaced and the issue resolved. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.